Manufacturer narrative:
37751 was returned for product analysis. Analysis found scrapped - damaged recharge board and discolored antenna medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the patient tried to charge their ins but all the recharger (insr) screen would do is flash- they clarified that the screen flashes and will not connect to the ins. The last time they charged, the insr paddle burned the patient while over the ins site. They stated they did not sustain an injury from the burn however. A replacement insr was sent out. The patient later called back and reported they were getting the 'reposition antenna' screen with the replacement insr. The last time they charged and felt stimulation was about 3.5 weeks prior to report, as they stopped charging because of the burning. Because of this, the patient's ins was most likely overdischarged, which is why the replacement device didn't fix the issue. The patient was instructed to follow up with their healthcare provider (hcp) to assess the possible overdischarge. Additional information was received. The patient (pt) called back repeating they feel a burning sensation at their implant site when attempting to charge their implant. Pt stated that a manufacturer representative (rep) called and left a voicemail for them saying their ins needs to be replaced. It was attempted to confirm the notify date and pt stated they never spoke to them. Continued to try to clarify how the rep was notified of the issue and pt kept talking over the agent and disconnected the call. Pt did not have equipment with them at time of call to collect serial number and said they would call back when they have equipment. Pt called back with equipment and confirmed reposition antenna displays on the recharger when attempting to charge their implant. Pt confirmed the last time they were able to charge their implant was about a month ago. Information was reviewed with the pt. An email was sent to field reps for visibility.